Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently fail to complete the boot up cycle. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was a temperature sensitive integrated circuit (ic) chip, designator u2. When heated, ic chip u2 became unstable which led to the reported failure to boot-up issue.the sc pcb assembly was an ancillary part and there was no failure of this assembly.